Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was attempting to load a cartridge, the pump declared a cartridge alarm 16. Customer's blood glucose level was not impacted. The customer reloaded a cartridge successfully.